Event description:
It was reported that during a da vinci-assisted lymphadenectomy surgical procedure, the monopolar curved scissors (mcs) tip cover was torn. The procedure was completed with no reported injury. An intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the plastic cover that is slipped over the mcs instrument.

Manufacturer narrative:
Based on the claim against the product by the customer noting a tip cover damage, an investigation is in progress. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. The monopolar curved scissors (mcs) instrument requires the use of a tip cover to prevent energy from discharging anywhere but at the instrument¿s tip. Additional information is being gathered to determine the contribution of the device to the customer reported issue. This complaint is reportable malfunction event due to the following conclusion: it was reported that the mcs tip cover accessory was torn. In the event the tip cover is compromised, it is possible for energy to discharge in an area other than the instrument tip. Per the I&a user manual "it is important to exercise caution when using an energized endowrist monopolar curved scissors instrument to help avoid unintended contact with tissue adjacent to the area to be cauterized. Failure to follow these precautions will result in electrical arcs from the wrist and alternate site burns. "

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the monopolar curved scissors (mcs) instrument involved with this complaint and completed the evaluation. The monopolar curved scissors (mcs) was analyzed and found to have a broken tube extension at the distal end. No pieces were missing. Any potential fragments would have been retained using a tip cover. The probable root cause of a broken tube extension is attributed to damage during use, which may result from inadvertent collisions with other instruments, instruments driven outside the field of view, or using the mcs instrument to retract anatomy. The mcs instrument has an over molded design at the tube extension location, which can allow cleaning chemicals to seep into the main tube/extension tube interface that enable prolonged chemical exposure and hence accelerate material degradation. Adequate rinsing during the cleaning process is critical to ensure all chemicals have been removed from this over molded area. Applying excessive force on the mcs instrument tips during handling, insertion, usage (overloading), or removal can cause breakage. There was no information from the customer regarding the return of the tip cover accessory as of the date of this report. Without the returned tip cover accessory, a failure analysis could not be performed and as such the root cause of the alleged failure could not be determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
Refer to h10/h11 for follow-up information.